Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that she did not attempt to change her infusion set prior to being hospitalized. The customer stated that she also has other health problems. Troubleshooting could not be performed at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. During the visual inspection, physical damage is noted. Scratches on the display window, cracked reservoir tube, cracked battery tube threads and cracked end cap.